Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 418 mg/dl. The customer continued to use same pump supplies and resumed insulin deliveries.